Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch form submitted by patient (mw5068169). I had a failed cervical corpectomy procedure involving a corpectomy spinal cage that is not FDA approved or cleared for use in the neck. Medical records show the device to be the 24 mm tall x 12 x 14 mm footprint standard lordotic bengal stackable monolith. A depuy synthes sales rep was also present during the failed operative procedure. Within one week, I was informed the procedure failed but was never told the failure was related to device subsidence and or migration. I had to undergo posterior cervical fusion. I was never informed by my surgeon, hospital representative or device representative that the spinal corpectomy cage was not FDA approved or cleared for use in the cervical spine despite the curative posterior fusion surgery. My left arm and hand are wasting away. The instructions for use and materials on the depuy synthes website advertised the bengal stackable monolith as a spinal cage that doctors are supposed to implant the device in the back below levels of the cervical spine but this is impossible since the spinal cage is too small and configured to fit the curvature of the neck. The device labeling is completely inadequate and provides misleading information about what the device is designed to actually do and where it is actually supposed to be implanted. Though imaging studies show that the device was used to fill the void at the c6 vertebral body and c5-6 and c6-7 adjacent disc spaces the procedure was billed as a three level partial cervical corpectomy. I have reported these findings to the insurance benefits companies as the billing cpt codes are not consistent with the actual procedure performed or the imaging studies. My consent form also never disclosed that use of the device was not FDA approved in the neck or any of the complications or risks of using the device or in the event of device related failures in the neck